Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed the patient's right atrial lead was sensing noise and phrenic nerve stimulation. The patient reported discomfort due to the stimulation. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were for noise and extracardiac stimulation. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The reported event for noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.